Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft delivery system was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. The pt's aorta and iliac arteries were severely calcified. It was reported that the stent graft delivery system kinked during attempts to advance it. The delivery system was removed from the pt and a second aneurx device was successfully used to complete the case. The device was discarded. No clinical sequelae reported and the pt is reported to be fine.

Manufacturer narrative:
Evaluation results: pt's condition affected effectiveness of device (severely calcified aorta and iliac arteries). Conclusion: device failure/lack of effectiveness related to pt condition (severely calcified aorta and iliac arteries).